Manufacturer narrative:
Investigation discovered an 0x6a alarm generated in the pod data, indicating an occlusion during runtime. The downloaded data did not show any timeouts or drive stalls during the pod's run. The cannula assembly and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to the observed hazard alarm. The exact cause of the reported hazard alarm could not be determined. Further inspection of the cannula assembly discovered a tear on the exposed portion of the soft cannula. The tear caused a leakage, diverting fluid away from completing the fluid path. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl while wearing the pod longer than 48 hours. The patient reported she first gave a big bolus correction and right before she gave the second, the pod error occurred. As treatment, the patient stopped the alarm with the pdm.